Manufacturer narrative:
Unknown/ not provided. If implanted, date: not applicable, as lens was removed during the same procedure. If explanted, date: not applicable, as lens was removed during the same procedure. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was fully inserted into the patient left eye but capsule tear noticed. It was learned that the patient left aphakic and asked to come back later. There was no vitrectomy, incision enlargement, or sutures done. About 5 days later the patient came back and was supposed to get a 3-piece lens, but that also did not work. The procedure was aborted both days. There was no information of the product identifiers for the replacement 3-pc. Lens. The patient has been referred to a retina specialist. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: jan. 14, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptic and that the lens had a cut to the optic body as well as a detached haptic, which is consistent with a lens that was handled during removal. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.